Manufacturer narrative:
A product investigation is in progress.

Event description:
Tampon stuck inside- vagina [foreign body in reproductive tract]. String came undone [device breakage]. Case narrative: consumer reported via phone that the tampon string came undone and tampon was stuck inside. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampon stuck inside- vagina [foreign body in reproductive tract] string came undone [device breakage] case narrative: consumer reported via phone that the tampon string came undone and tampon was stuck inside. No serious injury reported.